Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation for a mitraclip procedure. After achieving transseptal puncture, the steerable guide catheter (sgc) and clip delivery system (cds) were opened and prepped per instructions for use (IFU). During cds prep the grippers functioned simultaneously and independently. The cds was positioned and the first grasp was obtained. It was decided to move the clip laterally, so the clip was inverted and pulled back into left atrium. Height was limited, therefore m knob was taken off and 1/2 turn of a knob was added to the cds. The clip was realigned and height was better, but 1/4 turn negative would help. Height was acceptable. On going for the second grasping attempt, the posterior gripper did not appear to drop. On further look the gripper was not moving. The grippers cycled independently and simultaneously and there was no improvement. The lock lever was cycled 3 times, then the gripper worked. The grasp was completed, but the mr reduction not suitable. The grasp was released and the clip was moved slightly medial with movement of the stabilizer. Grasped again and the gripper did not move. The decision was made to replace the device. Case proceeded without difficulty to remove clip and then obtain mr reduction with 2 clips after. The final mr was grade 1. There were no adverse patient effects.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.